Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER with chest pain. Chest x-ray revealed perforation of the myocardium and pericardium entering lung cavity. Small pericardial effusion requiring no treatment was noted. Pneumothorax required a chest tube to fix. Perforation was addressed the next day. The lead was explanted and replaced. The patient was stable before, during and after the procedure and will continue to be monitored.